Manufacturer narrative:
Batch review performed on 20 december 2023. Lot 2203225: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-apr-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability due to laxity. About 1 year after the primary surgery, the surgeon revised the 10mm insert with a 13mm insert, and the surgery was completed successfully.